Event description:
It was reported that the device showed an elective replacement (rrt) message on the day of implant. The company technical representative advised the rrt message was likely the result of cold temperature storage. The device was able to be reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.